Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent ventricular output due to possible fusion leading to pacemaker mediated tachycardia events. Far-r oversensing causing inappropriate mode switches was also observed. The patient experienced dizziness and lightheadedness due to possible loss of av synchrony. The pulse generator was reprogrammed.